Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted

Event description:
A caregiver reported a customer obtained higher values when using the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 333 mg/dl and was given 2 units of insulin. A couple of hours later, the customer experienced general malaise sensations and was unable to treat themselves. A scan of 270mg/dl was than compared to a blood glucose 32mg/dl obtained from an unspecified meter and the customer was treated with sugar and cake by a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained higher values when using the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 333 mg/dl and was given 2 units of insulin. A couple of hours later, the customer experienced general malaise sensations and was unable to treat themselves. A scan of 270mg/dl was than compared to a blood glucose 32mg/dl obtained from an unspecified meter and the customer was treated with sugar and cake by a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.